Event description:
It was reported that communication has not been able to be established with the vns patient's generator. However, the patient is able to feel normal and magnet stimulation of the device and there have been no other adverse events reported. Further follow up with the physician revealed that the generator is located "extremely low and lateral and is no where near where the patient is swiping". The magnet, which implies that migration has occurred. Additionally, the physician stated that the belief is that the device has "slipped down", again supporting migration. Surgery is planned to reposition the generator.